Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9170855. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage during use. The following information was provided by the initial reporter: the patient was admitted to hospital on (B)(6)2020 with "abdominal pain for 15 days and aggravation for 3 days". After the relevant auxiliary examination, the diagnosis was abdominal mass. Given intravenous infusion treatment after admission to protect blood vessels, decreased the times of puncture on 2020-07-10 by using intravenous indwelling needle vein puncture, puncture was successful, at 18:00 on (B)(6)2020 it was found that patients with indwelling needle drainage, it couldn't continue to use, hence and patient explanation, immediately replace the needle to puncture, the results found after a successful puncture needle y type bifurcation have liquid leakage, cannot continue to use, hence again replace needle to puncture, complete the operation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage during use. The following information was provided by the initial reporter: the patient was admitted to hospital on (B)(6) 2020 with "abdominal pain for 15 days and aggravation for 3 days". After the relevant auxiliary examination, the diagnosis was abdominal mass. Given intravenous infusion treatment after admission to protect blood vessels, decreased the times of puncture on (B)(6) 2020 by using intravenous indwelling needle vein puncture, puncture was successful, at 18:00 on (B)(6) 2020 it was found that patients with indwelling needle drainage, it couldn't continue to use, hence and patient explanation, immediately replace the needle to puncture, the results found after a successful puncture needle y type bifurcation have liquid leakage, cannot continue to use, hence again replace needle to puncture, complete the operation.